Manufacturer narrative:
Continuation of d10: product ID: 3777-45, serial# unknown, implanted: (B)(6) 2008, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of therapy. Rep met with patient today as they lost feeling of stimulation. Rep ran an impedance and electrode 11 along with electrodes 1-7 were all greater than 10,000. Patient's program was utilizing electrode 11, so I programmed around it and was able to feel the stim again roughly at the same milliamps as before. Patient said it felt great and was very thankful. Rep updated hcp in person.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported there neurostimulator (ins) battery quit working saturday. Pt stated they thought it needed charging but now that it's fully charged it's not doing anything. Pt confirmed ins therapy is on with intensity almost maxed but they've got nothing (image of battery w/ lightening bolt). Pss suggested pt try another programmed groups. Pt remarked they had contacted healthcare provider (hcp) but wanted to give medtronic (mdt) a heads up. Pt mentioned hcp indicated one of their leads was broken when the ins was being upgraded. Pt said they assumed the other lead had broken. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# unknown, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3777-45, serial/lot #: unknown, ubd: 30-jan-2012. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.